Event description:
The distal / mid part of the wire tip was kinked. The physician found that it was kinked when he tried to engage to the patient. The guide wire had been stored in its box. Preliminary findings indicated that the distal core wire was found fractured and the coil tip was stretched.

Manufacturer narrative:
The complaint report stated that the distal / mid part of the wire tip was kinked. The physician found that it was kinked when he tried to engage to the patient. No unusual storage or handling was reported. Analysis of the returned product found more significant damage than was originally reported. Multiple attempts to obtain additional information were unsuccessful. One non-sterile atw steerable guidewire was returned for analysis, coiled and tangled inside of a plastic bag. The coil tip was found stretched and the flat core wire was fractured. The distal section was joined with the rest of guide wire only by the stretched coil. Microscopic analysis of the fractured/stretched section was inconclusive as to the cause of the damage. Sem analysis showed that the flat core wire fracture surfaces presented evidence of bending and smearing characteristics. Reverse bending and/or pulling could be related to these surface characteristics. Cutting was discarded as a root cause by comparison with a sample cut by the engineer. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The original complaint of a kinked wire could not be confirmed during analysis due to the stretched coil and fractured core that was identified. The device did not present any obvious indications of manufacturing defect or anomaly that could be contributed to the events as reported. Although the exact cause of the event could not be determined, device handling appears to have contributed; no corrective or preventive actions will be taken at this time.